Event description:
It was reported that on (B)(6) 2011 patient presented with post lumbar fusion, lumbar disk disease, lumbar stenosis, lumbar radiculopathy, and lumbar spondylosis. The patient underwent a re-exploration left l1-2, l4-5, l5-s1 hemi laminectomy, decompression; decompression of spinal stenosis l4-5, l1-2. Per the operative report, the patient presented ¿previously had a pseudoarthrosis from a tlif procedure posteriorly performed by another surgeon. She subsequently had a revision anterior lumbar fusion and hardware removal and did fuse solidly at l5-s1. She now presents with recurrent left lower extremity pain, evidence of residual lateral recess stenosis at the operated segment as well as l1-2 spondylosis and disk disease.¿ per notes in summary it was reported that rhbmp-2/acs was used. There were no complications reported. On (B)(6) 2011- patient seen for follow-up post lumbar re-exploration of the left l5-s1 decompression, and left l1-2 decompression. Per dictated notes the physician does find that there is improved radiculopathy. Superficial wound infection l5-s1 incision, which was a re-exploration. The patient also has a history of a prior (B)(6) infection of her posterior cervical wound a couple of years ago. On (B)(6) 2011, patient was seen for follow-up with surgeon. It was reported that she was seen and examined in the office. The surgeon reviewed her care and treatment plan. The patient is status-post lumbar re-exploration of a left l5-s1 decompression and left l1-2 decompression performed on (B)(6) 2011. Surgery was undertaken for a current left leg pain which has now resolved. The patient had a posterior cervical decompression for myelopathy about 1 year ago which was complicated by an (B)(6) infection. This healed and her neck fused in kyphosis. The patient was seen last week with some cellulitis of her wound. Patient says she still feels that the back is tender, swollen and has some drainage. According to the dictated notes, physician believes this to be (B)(6) cellulitis. The patient has skin colonization with (B)(6) and has already had neck infection. This is a multiply operated lumbar wound. The patient is advised hospital admission today. She is advised intravenous antibiotics of vancomycin. Currently, I don't think she needs operative debridement we will have her be able to provide her with more daily wound care and hopefully act better penetration with the intravenous antibiotics which will solve the cellulitis. We will consider an infectious disease consult (B)(6) 2011 patient admitted to hospital with lumbar wound cellulitis, (B)(6), post lumbar laminectomy, prior lumbar fusion and cervical myelopathy, history of cervical fusion. Per dictated notes, patient was seen to have persistent cellulitis. Due to the nature of the organism growing, she is recommended for hospital admission for intravenous antibiotics. On (B)(6) 2012 patient seen for follow-up and with complaints of for about a month to 6 weeks she has had recurrent left leg pain. It is basically the same as it was before. It bothers her on a frequent and daily basis. She does feel it impairs her activity level. She denies right lower extremity complaint. According to the dictated notes the physician believes this to be recurrent left lower extremity radiculopathy. The patient may simply have a radiculopathy in the absence of persistent compression and in the setting of a fusion. It was reported that on (B)(6) 2013 patient presented with post lumbar fusion, lumbar stenosis, lumbar radiculopathy, and lumbar spondylosis. The patient underwent a re-exploration of left l4-5, l5-s1 transfacet transpedicular hemi laminectomy using foraminotomy with decompression of the l5-s1 nerve roots for severe spinal stenosis. Per the operative report, this is a ¿[patient] has previously had a minimally invasive unilateral tlif attempted with a failed fusion. She also previously underwent removal of hardware as well as a successful anterior lumbar interbody fusion to revise. However, she has developed severe stenosis in this previously operated segment and has intractable left lower extremity radiculopathy.¿ there were no complications reported. On (B)(6) 2013- patient admitted for (B)(6) it was reported per the dictated notes that ¿debridement was not necessary and the infection has responded to antibiotics. There was some induration present, but no drainage now for 72 hours. The wound is closed. The patient is fully ambulatory and has no new neurologic deficits. She is voiding. She is showering every day. The patient has a history of 2 prior (B)(6) infections which responded to antibiotics. Her blood cultures were negative. Her sedimentation rate was 14 her pain has improved.¿

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
This event has also been reported under manufacturer report # 1030489-2013-03522.